Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6 h6 : proposed component code - mechanical (g04) - drill. The event is confirmed. Visual examination of the returned bone screw drill bit identified signs of use (striations) and confirmed the reported fracture. All pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Hardness testing was also performed and results were within specification. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Device has a potential field age of 22+ years and exhibits signs of repeated use. The root cause of the reported event can be attributed to wear and tear of the device from the repeated use over time which has led to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that prior to an initial total knee arthroplasty, the drill bit fractured while it was being inspected with the cutting block. There was no patient involvement and no adverse events have been reported as a result of the malfunction. An alternative device was used to complete the procedure without incident.